Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 6 months. The pump was returned for evaluation. A large thrombus formation was found surrounding the outlet bearing ball and lodged between all three blades of the outlet stator. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. The areas of denaturation on the thrombus as well as the dark contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicated that the thrombus was present while the pump was supporting the patient; however, duration of time for which it was present in the device could not be determined. A specific cause for the development of the observed thrombus formation could not be determined; however, it was occluding the majority of the blood flow path through the outlet stator and could have contributed to the reported elevated lactate dehydrogenase. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump was found to operate as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was admitted with elevated lactate dehydrogenase (ldh). Ramp echocardiogram was positive for device thrombosis. The patient underwent a pump exchange on (B)(6) 2017. During the exchange the physician was able to visualize thrombus in the outlet portion of the pump. No additional information was provided.

Manufacturer narrative:
The sus voluntary event report, mw5069520, is attached.

Event description:
Additional information received from an sus voluntary report (mw5069520): patient admitted on (B)(6) 2017 with concern for pump thrombus due to an elevated ldh of 1517. Patient was started on bivalirudin to achieve a lower ldh. Ldh down to 1067 on (B)(6) 2017, however, started to peak again on (B)(6) 2017. Ldh peaked at 3030 on (B)(6) 2017. A cardiac morphology CT was performed which revealed a superiorly oriented inflow cannula abutting the anterior apical wall, no thrombus identified. A ramp echo was performed on (B)(6) 2017, unable to decompress the lv with vad speed up to 10400 rpm. Ua sent on (B)(6) 2017 due to hematuria which showed large amount of occult blood. Due to concern for a sub-occlusive thrombus in the pump the patient was taken to the operating room on (B)(6) 2017 for a lvad pump exchange. During the operating room case the surgeon was able to visualize a thrombus in the outlet of the pump, surgery went well. The patient is currently recovering on our telemetry unit.